Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient is getting shocked beginning within 6 weeks of being implanted. Their implantable neurostimulator (ins) is shorting out. It started during the healing period after implant. At that time/the first time the patient felt a big shock they had to turn the ins down. The issue has progressed because it is so dry and they are now feeling the stimulation going high then low every time they touch something metal. They texted a manufacture representative (rep) who did not get the texts so the patient emailed them. The rep redirected the patient to follow up with a new healthcare professional (hcp) to discuss replacement surgery. The patient is already working with their hcp and rep. It was noted that the rep was notified a couple months after the shocking began. No further complications were reported/are anticipated.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient was at a grocery store and bent over to pick something up from the floor and they felt a sudden jolt. The patient was bending over when it occurred. The rep stated that they interrogated the battery and impedances on electrode 4-7 and came in at 4k ohms. The rep tried to change programming to avoid the electrodes at 4k ohms. The issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the shocking and implant shorting out were stooping down, knees bent to reach something at the grocery store. The patient reported that she called the doctor¿s office and was told that it wasn¿t covered to fix it and she had to self-pay. The patient reported that the shocking and implant shorting out hadn¿t been resolved. The patient reported that she turned down the power so when she was shocked by bending, turning, or static electricity the shock doesn¿t hurt much. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had an open circuit and needed a revision. The rep reported that the patient was working with the healthcare provider¿s (hcp) office on getting prior authorization and reviewing her out of pocket expense. No further complications were reported.